Event description:
It was reported that during a laparoscopic assisted cystectomy procedure, approximately four hours into the procedure the harmonic started to display the relax tension on blade error. Looking at the blade tip there was a significant build up of tissue. The error continued to occur and the device could not be activated without the message being displayed. The scrub nurse removed the instrument from the patient and wiped with a wet swab. She then used a pair of forceps to remove tissue from the blade. Subsequently the device could not be activated without the relax tension on blade error occurring. The device was replaced with a har36 instrument which upon assembly would not rotate. The instrument was loosened and tightened again however the device would still not rotate. The device was discarded and replaced with a har36. This time the assembly was done under closer supervision and instruction was given to attach the disposable har36 to the hp054 in a completely upright orientation. The instructions expressed the importance of not holding the white handle of the har36 while assembling to the hp054. Another like device was used to complete the procedure. Surgery was prolonged five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and the hand control switch assembly was not functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect internal components. Corrosion was found at the max hand activation dome. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is possible that the damage in the metal ring did not allow the device to be torque properly and return an error code message or instrument error.